Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Functional testing was performed and passed. Share log review confirmed loss of connection on issue date. The reported customer complaint was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.